Manufacturer narrative:
During the initial repair of the customer's device, physio-control replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies. The sc pcb assembly had been replaced due to a non-critical issue. The ui pcb assembly was replaced as it is an ancillary part to the sc pcb assembly and there was no failure of this assembly. Physio-control further examined the removed sc pcb assembly and verified an intermittent failure to complete the boot up cycle as well as an intermittent white screen, which is indicative of a device lock-up. Physio determined that the cause of the reported issue was a temperature (heat) sensitive integrated circuit (ic) chip, designator u61.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to verify, or duplicate, the reported issue. Physio then made unrelated repairs to the customer's device and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a white display and would not complete the boot-up cycle. A white display can be indicative of a device lock-up condition, which would prevent the device from providing defibrillation energy, if necessary. There was no patient use associated with the reported event.